Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels and had cosmetic damage. It was reported that the insulin pump was under delivering insulin. It was reported that the customer had high blood glucose levels of 21.0 mmol/l and 24.0 mmol/l. It was reported that the customer had ketones of 0.4 mmol/l at the time of incident. Customer was treated with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated plastic part on keypad was peeling off. Customer was using auto mode. It was reported that the cannula was bent on the infusion set and the insulin pump received no delivery alarm. Troubleshooting was performed. The insulin pump passed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Device received with peeling keypad overlay. (B)(4).